Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the barrel was warped. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel is damaged between the 10ml and 15ml marks of the graduation scale. No other defects or imperfections were observed. This defect could occur if there is a jam during the assembly process. A device history record review was completed for provided material number 309653, lot 3333547. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material #: 309653 , batch#: 3333547. It was reported by customer that the barrel was warped somehow. When the pharmacist pulled medication into the syringe during preparation, the plunger reached a point where the barrel was warped, and the medication ran out of the syringe. The patient did not receive their full intended dose due to the drug lost during compounding. Verbatim: complaint received via email(s) attached. The barrel was warped somehow. When the pharmacist pulled medication into the syringe during preparation, the plunger reached a point where the barrel was warped and the medication ran out of the syringe. The patient did not receive their full intended dose due to the drug lost during compounding.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material #: 309653 batch#: 3333547 it was reported by customer that the barrel was warped somehow. When the pharmacist pulled medication into the syringe during preparation, the plunger reached a point where the barrel was warped, and the medication ran out of the syringe. The patient did not receive their full intended dose due to the drug lost during compounding. Verbatim: complaint received via email(s) attached. The barrel was warped somehow. When the pharmacist pulled medication into the syringe during preparation, the plunger reached a point where the barrel was warped and the medication ran out of the syringe. The patient did not receive their full intended dose due to the drug lost during compounding.